Event description:
It was reported that the cord had detached from the plug and the live wire had burnt the gown of the surgeon. Another cord had been brought in and the procedure could have been completed. The patient and the surgeon were unharmed.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The technical evaluation report states, that the distal end of the cord had separated from the bal-ance of the piece, the ends at the disconnection point had blue melted residue on it, and the insides of the cord show the wire is burnt. The event is filed under internal karl storz complaint ID: (B)(4).